Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix mechanism testing was not completed due to dried blood/body fluid in the tip area which would inhibit helix function. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of loss of capture, suspected micro-dislodgement, and the patient's syncope.

Event description:
This supplemental report is being filed as device evaluation has been completed.

Manufacturer narrative:
At this time, the lead has been returned but evaluation is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that this patient experienced syncope resulting in a fall. There was reportedly loss of capture that was positional; capture resumed when the patient was rolled over. The patient was taken to the hospital via life flight. It was suspected but not confirmed that the intermittent loss of capture was due to micro-dislodgement. This rv lead as well as the associated pacemaker were explanted and replaced. No additional adverse patient effects were reported.